Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse addressed the issue of the master controllers drifting by performing a gravity compensation calibration on the master controls. After the calibration, the fse tested and verified the surgeon side console (ssc) manipulators to ensure the system was functioning properly. No parts needed replacement, and the system was inspected, tested, and confirmed ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause may be attributed to an issue with the calibration of the gravity compensation system of the master controls and it can be resolved by calibrating the gravity compensation system.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer reported to technical service engineer (tse) that the surgeon stated the master tool manipulator (mtm) controls drifted when released. Tse recommended that the surgeon maintain control of the mtm at all times, when they are looking into the stereo viewer. The procedure was completed with no reported injury.